Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive buttons. The customer also reported that they removed the battery and received a failed battery test and battery out limit alarm. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 270mg/dl at the time of the incident. The customer stated that the received a button error leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of troubleshooting for the failed battery test and battery out limit alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However act, esc and b buttons did not respond due to corroded keypad traces. Pump passed idle current test. Analysis was unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, failed battery test alarm due to button keypad anomaly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.